Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that leakage from the drain bag flowed into side of the console, and an error occurred during calibration. The product was not replaced and procedure completed with no patient harm. The drain bag could of been caught in the back of the cassette while setting up. A sample has been shipped to the manufacturing site.

Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finished goods lot and for this issue for this lot. The device history record shows the product was released per specifications. A used cassette with the attached drain bag was returned and visually inspected. The bottom right corner of the drain bag was returned cut off. A calibrated console representing the current software version was used to test the sample. The sample primed and tuned successfully. No message code appeared on the console screen. Fluid flowed from the bottle to the drain bag without any interfering. Fluid could be aspirated from the handpiece through the cassette to the drain bag. No leakage was detected from the pump elastomer, the drain port, or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).